Manufacturer narrative:
The reported product has been requested for further investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that their abbott diabetes care blood glucose meter would power on with button press, but would not power on with test strip insertion. The customer further reported that due to the issue the customer called 911 and the paramedics injected her with glucagon prior to rushing her to the hospital. The customer refused to provide any additional information. There was no report of death or permanent impairment associated with the reported event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the meter passed all tests prior to release. The DHR for the freestyle strips has been reviewed and the DHR showed the freestyle strips passed all tests prior to release. As the strip lot associated with the case was past its expiry date of (B)(4) 2018 at the time of investigation, retain testing was not performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer reported that their abbott diabetes care blood glucose meter would power on with button press, but would not power on with test strip insertion. The customer further reported that due to the issue the customer called 911 and the paramedics injected her with glucagon prior to rushing her to the hospital. The customer refused to provide any additional information. There was no report of death or permanent impairment associated with the reported event.